Event description:
On (B)(6) 2012 customer reported that they received a box of co2 acid containers that had leaked. Customer did not determine the cause of the leak. No injuries or exposure were reported. A replacement was sent to the customer.

Manufacturer narrative:
Device was not evaluated by manufacturer because the product was discarded by the customer. (B)(4).